Manufacturer narrative:
The reported events were failure to capture, high pacing lead impedance, oversensing noise, ¿fraying" and inappropriate shock. The reported events of failure to capture, high pacing lead impedance, oversensing noise and ¿fraying" were not confirmed. As received, a complete lead was returned in 3 pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate shock, failure to capture, and high pacing impedance. Lead damage was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information received notes that the shocks were due to oversensing noise.